Event description:
It was reported that the patient presented to the emergency room. Patient was intubated, and non-responsive in the intensive care unit (ICU). Patient had been externally shocked, but there was no event observed in the device memory suggesting how the patient reached this state. Patients implanting condition was brugada¿s syndrome. At the time of assessment, r-wave amplitude variability was observed. No under-sensing was present at this time, but as the patient status was tenuous, the physician would not allow capture thresholds to be assessed. The patient was in need for therapy overnight and the device had not paced when the physician wanted, and did not appear to have delivered therapy when needed. Review of the programming revealed that the pacing was appropriate but showed intermittent ventricular under-sensing which lead to false return to sinus. The physician suspects that the ventricular lead may have led to the initial admittance of the patient. The lead was imaged and appeared to be in an appropriate position. Due to the poor patient condition, the physician decided to monitor the patient. On 5/19/17 it was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.